Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the maj-1430 [videoscope pigtail] not being fully seated in the cv-190 [olympus evis exera iii cv-190 video processor]. Once the cable was fully inserted into the port, the suggested phenomenon disappeared. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following guidance regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope displayed e315 unsupported scope error code. At the time of the event, the customer had a videoscope connector cable connected to the processor while not in use, and not fully seated in the port. The issue was found during preparation for use for a diagnostic procedure, which was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. While troubleshooting with olympus technical assistance center, the customer had not powered down the system when switching scopes. The error code persisted after cycling the power, however it was discovered the videoscope connector cable remained plugged in despite not being in use. It was also noted that the videoscope connector cable was not fully seated into the port. When properly inserted, the error code disappeared. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.